Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and observed that the baths were not draining properly causing them to overflow. The fse flushed the lines with hot water and bleached the waste chamber. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause for the leak was the baths not draining properly causing them to overflow. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to reporting a clear liquid leak (approx 5.0cc) under the front of the coulter act diff analyzer. The customer was unable to isolate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and medical attention was not sought. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event.